Event description:
During the loading of the autosuture ta90-3.5 disposable loading unit in the surgeon's choice pi 90, the surgical technician failed to install the upper anvil on the cartridge. The surgeon attempted to close with the pi 90, it misfired, resulting in a staple line failure on the stomach. A one inch strip of upper stomach had to be removed and the incision was closed, using a ta55 autosuture unit with success. Surgical staff evaluated the instrument and found that the disposable loading unit was not loaded properly, causing the misfire. Staff determined that when the ta90-3.5 was loaded according to instructions, the device would perform without incident.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: failure to follow instructions. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded, user education provided, inserviced by other facility staff. The device was destroyed/disposed of.